Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. Investigation result: an ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual evaluation of the returned device found that the stent was partially deployed and the device shaft was kinked near the distal end. Functional evaluation found that the device shaft bowed during a failed deployment attempt. However, it was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was partially deployed. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ tracheobronchial stent was used in the airway during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to deploy the ultraflex¿ tracheobronchial stent; however, the shaft bowed and the stent would not deploy. The physician implanted another ultraflex tracheobronchial stent in a different part of the airway than they intended, to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex tracheobronchial stent was partially deployed.